Event description:
It was reported that the insulin pump had an error alarm in the alarm history. The reporter did not know the blood glucose reading. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
(B)(4).the insulin pump passed the rewind, basic occlusion, prime/delivery and displacement test. The insulin pump was received with stuck motor error alarm loop during bolus delivery due to motor encoder out of phase. Unable to verify the error alarm which was reported due to the motor error alarm. The device was received with cracked reservoir tube lip and scratched lcd window.